Event description:
(B)(6) study. It was reported that vessel dissection occurred. In (B)(6) 2022, the index procedure was performed. The target lesion 1 was located in the non tortuous and mildly calcified right proximal superficial femoral artery (sfa), mid sfa extended into right distal sfa with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 5 mm with lesion length of 350 mm and 100% stenosis. Prior to target lesion treatment, pre-dilation was performed with 5 mm x 200 mm and 6 mm x 200 mm sterling balloon. Treatment of target lesion was performed by dilatation with study device, a non-boston scientific (bsc) drug coated balloons of 6.0 mm x 200 mm and 6 mm x 150 mm followed by implantation of 6 mm x 120 mm eluvia drug eluting stent. Post treatment, a non-boston scientific bare metal stents of 5 mm x 120 mm and 5.5 mm x 120 mm were placed, and post dilation was performed by 6 mm x 200 mm sterling balloon. Dissection of grade d was noted during angioplasty with the sterling balloon. In response to the event, balloon angioplasty with prolonged inflation was performed and since the result was inadequate non-boston scientific bare metal stents of 5 mm x 200 mm and 5.5 mm x 120 were implanted. Following post dilation with 6.0 mm x 200 mm sterling balloon, the final residual stenosis was noted to be 0% and complication was resolved. On the same day, subject was discharged with dual antiplatelet medication.

Manufacturer narrative:
Patient identifier: (B)(6).

Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
Elegance clinical study it was reported that vessel dissection occurred. In (B)(6) 2022, the index procedure was performed. The target lesion 1 was located in the non tortuous and mildly calcified right proximal superficial femoral artery (sfa), mid sfa extended into right distal sfa with proximal reference vessel diameter of 6 mm and distal reference vessel diameter of 5 mm with lesion length of 350 mm and 100% stenosis. Prior to target lesion treatment, pre-dilation was performed with 5 mm x 200 mm and 6 mm x 200 mm sterling balloon. Treatment of target lesion was performed by dilatation with study device, a non-boston scientific (bsc) drug coated balloons of 6.0 mm x 200 mm and 6 mm x 150 mm followed by implantation of 6 mm x 120 mm eluvia drug eluting stent. Post treatment, a non-boston scientific bare metal stents of 5 mm x 120 mm and 5.5 mm x 120 mm were placed, and post dilation was performed by 6 mm x 200 mm sterling balloon. Dissection of grade d was noted during angioplasty with the sterling balloon. In response to the event, balloon angioplasty with prolonged inflation was performed and since the result was inadequate non-boston scientific bare metal stents of 5 mm x 200 mm and 5.5 mm x 120 were implanted. Following post dilation with 6.0 mm x 200 mm sterling balloon, the final residual stenosis was noted to be 0% and complication was resolved. On the same day, subject was discharged with dual antiplatelet medication. It was further reported that the 6 x 200mm 150cm sterling balloon catheter was inflated at 10 atmospheres for 20 seconds.